Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The lead was returned due to lack of sterility complaint. Lead was returned intact and in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2025-11952, related manufacturer reference number: 2017865-2025-11954. It was reported that the patient presented in clinic for a follow up. Visual examination noted hematoma, wound dehiscence and infection on the implantable cardioverter defibrillator (ICD) infection was also noted for the right ventricle (rv) lead and atrial (ra) lead. The physician elected to explant and replace the ICD rv and ra. The patient was in stable condition.